Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for an unknown number of unknown locking screw(s). Implanted date: sometime in (B)(6) 2015. This report is for an unknown number of unknown locking screw(s). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an open reduction internal fixation (orif) for a proximal tibia fracture was performed around (B)(6) 2015 where a proximal locking plate and an unknown number of screws were implanted. Postoperatively, it was discovered that there was a nonunion. On (B)(6) 2016, revision surgery was performed on the patient where the plate and all screws were removed intact; the patient was revised with a tibia nail. There was no surgical delay and procedure was completed successfully; the patient's status was reported as stable. This report is for an unknown number of unknown locking screw(s). This report is 2 of 2 for (B)(4).